Manufacturer narrative:
Lot number: the lot number was reported to be 6035781. Initial reporter address: (B)(6). Manufacturing facility: this device was manufactured at one of the two following manufacturing sites: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an em2400 valve set leaked from port 2 into the final bag. The issue occurred during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was discarded and the lot number is invalid; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.